Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head was not recognized by the otv-s400. The issue was found during preparation/ prior to sedation for an unknown procedure. There were no reports of patient harm.

Event description:
The customer reported to olympus, the 4k camera head was not recognized by the otv-s400. The issue was found during preparation/ prior to sedation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that due to damage on cable unit, the endoscopic image could not be displayed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.